Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was no seal effect even though end tones were heard during a pediatric ladd procedure. There was no injury or bleeding.